Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 10/25/2010 and 11/03/2010 by phone, fax, and mail. Medical records were received on 11/03/2010. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt refracts at 20/20 but has blurred vision. He also reported that the iol appears to be at 80 degrees instead of 90. In a follow-up, the surgeon reported that he "does not think the lens is defective, but that this is a rotation issue". Additional info has been requested.